Event description:
It was reported that the device failed defibrillation threshold (dft) test during implant. It was indicated that the dft test was going to be reattempted the day after implant. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.